Manufacturer narrative:
(B)(4). Upon completion of the investigation, a follow up report will be filed.

Event description:
As reported by the ous affiliate, a hakim valve was revised after the surgeon was unable to program it. Patient's condition has improved. The product will be returned to your site.

Manufacturer narrative:
The device has been returned for evaluation. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
The valve was returned for evaluation. The position of the cam when valve was received was 110mmh2o. The valve was visually inspected: biological debris was noted. The valve was tested for programming; the valve failed the test, the cam mechanism moved slightly during the programming process. The valve was flushed and passed testing; no occlusions found. The valve was leak tested; no leaks noted. The catheter was irrigated; no occlusion was noted. The valve was reflux tested and passed. The siphon guard was tested; no issues found. The siphon guard was removed. The valve was pressure tested at position 110mmh2o and failed. The valve was dismantled and was examined under microscope at appropriate magnification: when dismounting the valve, the cam mechanism and cam pillar came away from the stator. The cam magnets were also controlled and failed testing. The magnets polarity was controlled failed; all magnets were on (-). Biological debris was found on the spring, and on the cam mechanism. The root cause for the programming problem reported by the customer was due to the cam magnets abnormal polarization. Based on previous investigation, the abnormal polarization of the valve was likely caused by an exposure of a too strong magnetic field. The root causes for the dislodged cam pillar could be due to a too strong magnetic force. Trends will be monitored for this or similar complaints. At present, we consider this complaint to be closed.